Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that the patient fell about 3 months ago multiple times. Lead 0-7 had impedances out of range on all electrodes. Additional information was received from healthcare provider requesting MRI compatibility guidelines due to pain. The representative reprogrammed on (B)(6) and got good coverage. The issue was reported as resolved. No further complications were anticipated. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that the patient was registered and has 2 percutaneous leads but the lead serial numbers were not associated per 0-7 or 8-15. The patient was reprogrammed and was referred to a surgeon for a revision consultation appointment. The manufacturer representative had not been updated regarding the current status of the leads or patient outcome. Patient weight was unknown. The manufacturer representative had last heard of/from this patient in (B)(6) 2017 and had not been made aware of further issues since then. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a health care professional (hcp). It was reported that the patient needed an MRI to evaluate their leads. The patient had fallen on (B)(6) and the right side was not attached to the stimulator. The patient later told the hcp that their doctor said that no power was getting to the right lead. The technical sourcing specialist (tss) reviewed with the hcp that MRI eligibility depended on if the right lead was indeed pulled from the implantable neuro stimulator (ins) or if it was simply broken. Tss advised the hcp to follow up with the patient's doctor ordering the MRI. The patient had told the hcp that they were looking to see if one of the wires came unattached. No patient symptoms or complications were reported from this event.